Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. -suction channel and instrument channel: pseudomonas aeruginosa (>25 cfu) -instrument channel: pseudomonas aeruginosa (>25 cfu) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the (b)(64) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus france.(ofr). Ofr requested the facility three times to provide the information regarding reprocessing, however the facility did not provide and ofr could not obtain it. Ofr checked the subject device and found the followings. The insulation of the distal end resistance value was out of specification. The distal end cover was damaged. The glue of the bending rubber was peeled off. The air/water cylinder and the suction cylinder were both scratched. The instrument channel port was scratched. The remote switch 1 was worn. The angulations was out of specification. The instrument channel was worn. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.